Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory autozero solenoid. The unit passed extended self-testing.